Manufacturer narrative:
Additional information was received on 06/15/2016 from tandem clinical diabetes specialist (cds) who met with the contact and customer. The cds reviewed pump history and no alarms or issues were noted. The contact and customer were provided additional training on how to enter and save blood glucose level entries in the pump. It was not confirmed if the reported issue had been due to customer error.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin on board (iob) display was not decreasing properly. The customer's blood glucose (bg) level was impacted (350 mg/dl). Elevated bg level was addressed via a manual injection. Review of pump data upload by tandem technical support verified that the iob was decreasing correctly at the programmed insulin duration rate. In addition, the contact reported that the pump history appeared to be inaccurate. Contact stated that when bg values are entered into the pump, the values do not appear in the pump history.